Manufacturer narrative:
E1 - initial reporter address: (B)(6) . Device evaluated by MFR: the device was returned for analysis. A visual inspection of the balloon found traces of solidified blood inside the balloon. An attempt to inflate the balloon failed due to the presence of this solidified material. Device was placed in the water bath to allow the material to soften. Once removed, a visual inspection of the balloon identified a longitudinal tear present in the balloon material. The tear measured 4mm in length and was located in the mid body of the balloon. A visual and microscopic examination found no issues with the blades or pads of this device. All blades were found to be secure in their pads and all pads were secure to the balloon surface. A visual and tactile examination found no issues with the shaft of this device. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice up to 18atm. However, it was noted that the balloon ruptured. The balloon was removed from the patient's body using the normal method and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice up to 18atm. However, it was noted that the balloon ruptured. The balloon was removed from the patient's body using the normal method and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.